Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the right radial artery to perform a left heart catheterization. A 182cm luge¿ guide wire was advanced for treatment. However, during removal of the guide wire from the guide catheter, about 3 cm of the wire had broken off in the catheter and exited into the artery. It traversed down the arm and after failed attempts to snare the wire, the patient was headed to surgery for removal. The patient was fine after the left heart catheterization procedure. The broken wire was successfully removed during the surgery and the patient was fine and doing well after the surgery.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device has the distal tip broken 179cm from the proximal section. The broken distal tip was returned with the device which measured approximately 3cm in length. The spring tip is kinked and unraveled and the polymer section is kinked. All outer diameter (od) measurements taken meet specifications. The guidewire overall length couldn't be measured due to the broken tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the right radial artery to perform a left heart catheterization. A 182cm luge guide wire was advanced for treatment. However, during removal of the guide wire from the guide catheter, about 3 cm of the wire had broken off in the catheter and exited into the artery. It traversed down the arm and after failed attempts to snare the wire, the patient was headed to surgery for removal. The patient was fine after the left heart catheterization procedure. The broken wire was successfully removed during the surgery and the patient was fine and doing well after the surgery.